Event description:
Affiliate reported that the siphon guard of the valve, which is pre-connected, broke off. No application error confirmed. The issue occurred within the body of the patient. As a result the device was revised.

Manufacturer narrative:
In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4).

Event description:
The siphonguard of the valve, which is preconnected, broke off. No application error confirmed. The issue occured within the body of the patient. Date of explantation: (B)(6), 2012. Replacement of valve unknown. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4).

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. H3 other text : device not recieved

Manufacturer narrative:
Upon completion of the investigation, it was noted that during the evaluation marks were found on the siphon guard, which might suggest that some sort of atypical force was used to position the device causing the torn condition of the valve. This, however, could not be confirmed. A review of the device history records could not be reviewed as a lot number was not provided. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.